Manufacturer narrative:
A.1, a.4 and a.5 is unknown. The investigation for the automated impella controller (aic) purge disc/flag issues has been completed. After analyzing the logs, the inability of the aic to detect the purge disc was confirmed. There was no apparent issue regarding detecting the purge cassette. The console was tested and it was evident that the console was able to recognize the purge cassette without any issues, but was unable to detect the purge disk due to a broken purge disk detect flag. The console¿s inspection also revealed a cracked purge disk retainer and contamination of the purge insert (caused by prior purge fluid leak). The cause of the issue was an inability to detect purge disk due to broken purge disk detect flag. This report is being filed as part of a retrospective review of historical records.

Event description:
The biomedical engineer reported an issue with automated impella controller (aic) not being able to recognize the purge cassette. A new aic was used without issue. There was no harm to the patient.